Event description:
A customer reported experiencing a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective action.